Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the physician secured the ventricular lead no noise was heard but the lead appeared to be secure during a tug test. The noise was noted to be heard when the physician was securing the atrial lead. The physician was concerned that there may be a problem, so another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.